Event description:
(B)(6) reported a synex ii collapsed and the screws broke. The collapse was detected 21 months after. The caudal screws of the anterior fixation, tslp, were broken. No revision surgery was planned.

Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.